Manufacturer narrative:
On 28-feb-2023, the field service engineer visited the customer's site. The investigation determined that the erroneous sample was collected in an sample tube type without neither separating gel, nor anticoagulant recommended in the method sheet. Plasma visualization was reddish (the sample was not analyzed for serum indices), and during aliquoting sample from tube to sample cups, clot was found in the plasma. Only the sample in question was collected in previous described tube type, other samples were collected in clot activator tube. A repeatability test was performed on the sample in question (was stored at 2-8 celsius degrees from (B)(6) 2023) and another sample (collected on (B)(6) 2023 using clot activator tube). Each sample was aliquoted to 5 sample cups, and precision check was calculated from 5 runs. The following results were observed: questionable result (5 runs): mean: 35.23 miu/ml sd: 0.525 cv: 1.49% other sample (5 runs - original result 274.2 miu/ml): mean: 274.1 miu/ml sd: 2.34 cv: 0.85% the most likely causal factor for the initial lower result was the observed clots in the sample and/or an unknown effect of the used tube that was manufactured by a local provider. The customer was advised to use recommended sample tubes and not to test samples with visible clots. A general reagent problem can be excluded because the provided quality validation data was within the expected range. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of low questionable results for 1 patient sample tested for elecsys hcg+b (hcg+b) on a 6000 e601 immunoassay analyzer serial number (B)(4). The following hcg+b results were reported: initial result: 10.66 miu/ml. 2nd run: 22.34 miu/ml. 3rd run: 21.22 miu/ml. The questionable result was reported outside the laboratory and the physician asked to repeat the sample.